Event description:
A customer reported their AED's voice is garbled. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
During troubleshooting of the device it was determined that device would not power on. Analysis of the returned battery pack component (serial number (B)(6)) confirmed the cause of the AED not powering on was related to the battery being depleted. The battery pack underwent bench testing, which concluded that the battery cells were depleted .the log files from the device have not been provided and the cause of the depleted battery could not be determined. Once a new battery was installed it was identified that the AED is functioning as designed and can stay in service.